Event description:
End user called to complain that the calibration check on the device does not work. This was confirmed by phone-troubleshooting. The device was replaced and the defective one returned for investigation.